Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 7.5, lab: 4.4. Date: (B) (6) 2010, inratio: 2.3, lab: 5.0. Date: (B) (6) 2010, inratio: 2.4, lab: 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: data analysis of mean calculations from two sets of comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Another set of test data (>7.5 vs. 4.4) was not valid in data analysis because vein sample was used for inratio testing. Accuracy tests were performed with returned strips (lot #225323) and meter. Customer's observation could not be replicated. Product deficiency was not established. There is no sufficient info to determine the root cause of the customer's complaint. As of 02/11/2010, eleven discrepant result complaints were reported for lot #214535 yielding a complaint rate of 0.020%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Investigation results on unit sn 085027554 and returned lot #225323: the allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot #225323 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required. As of 02/11/2010, one discrepant result complaint was reported for lot #225323 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.